Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the heartstart mrx defibrillator display compromised the proper viewing of the data. There was no patient involvement.